Manufacturer narrative:
Reference: (B)(4). *investigation: x-inspect returned samples. *analysis and findings: a review of the 2 yr complaint history reveals similar issues. This unit was manufactured in 1990. Service & repair confirmed the triggers were broken off. The damage resulted in leaking seals in the valve assembly inside the handle. The root cause for this complaint unit is attributable to end user handling or wear and tear. Corrective actions: *correction and/or corrective action: the customer opted to have the unit scrapped out and was provided sales information on a new unit. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. *was the complaint confirmed? Yes. *preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated: defrost button broken. Reference repair log (B)(4). Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. Ref e-complaint # (B)(4).

Event description:
Customer stated: defrost button broken. Reference repair log 92020. Ref e-complaint # (B)(4).